Event description:
The user facility reported to terumo cardiovascular that during vein harvesting procedure, the insulating layer of the electro coagulated head was ruptured during use, with burnt tip seen on the dissector which is considered as serious injury. No health consequences or impact. Product was changed out. Procedure completed successfully with a 15 minute delay.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 3039 - cautery tip. Health effect - impact code: 4614 - serious injury/illness/impairment. Heatlh effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code #1: 1546 - material rupture. Medical device problem code #2: 2942 - flare or flash. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The insulating layer of the electro coagulated head was ruptured during use.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 5, 2023. Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) . All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The insulating layer of the electro coagulated head was ruptured during use.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 11, 3331, 120, 19). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation#3: 3331- analysis of production records. Investigation finding: 120 - electrical problem identified. Investigation conclusions: 19 - cause traced to user. The affected sample was inspected upon receipt to confirm a burned v-cutter. The condition of the returned sample did not allow for electrical testing. A retention sample was inspected to show no anomalies with the device and a fully intact v-cutter. It was electrically tested, and no anomalies were found on the device and all electrical tests were within specification. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.